Event description:
Affiliate reported that the device was removed per the patients request. There was a question of whether or not the flow rate was accurate.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Investigation in process

Manufacturer narrative:
Upon completion of the investigation, it was found that the product code was actually 82-3844 and not that of 82-3842 as initially reported. It was also noted that the silicone housing was torn and the ventricular connector was missing. It might be possible that the torn condition of the device occurred during the ex-plant of the device. This however could not be confirmed. Since the device was torn it was not possible to conduct a pressure test. The device was however tested for programming and it passed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.